Manufacturer narrative:
Updated section h6 relating to type of investigation, investigation findings/conclusion.

Manufacturer narrative:
It was reported that all four wheels were not touching the carpet. "I touched the rollator and the back wheel fell off". "I was able to push the wheel back into the frame and gently walk out to my car. The wheel fell out again when I picked up the rollator to put in my suv". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that all four wheels were not touching the carpet. "I touched the rollator and the back wheel fell off".